Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and replaced the affected components. The operational verification procedure was ran and unit is meeting specifications. In the event additional information becomes available a follow-up report will be submitted.

Event description:
The customer stated that this unit has a transducer fault. There was no patient involvement at the time of the incident.